Event description:
Medic's responded to a cardiac arrest of a pt. Pt was in pea when attached to the monitor. Pads were being used to monitor rhythm of pt when the monitor indicated leads off. Medic noticed cable end cracked. Pt was immediatly put on other unit's lp12 monitor with no compromise.